Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 1 occurred during basal delivery. Cartridge was successfully reloaded to address the event. The customer's blood glucose level was 52 mg/dl. Carbohydrates were consumed to address bg.